Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, infection, pain, swelling. Implant became infected and swollen and was unable to be treated by antibiotics.